Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma within two weeks of implant of a implantable pulse generator (ipg) with an antibacterial absorbable envelope. The pocket was reopened due to the hematoma. The ipg and the antibacterial absorbable envelope remain in use. No further patient complications have been reported as a result of this event.